Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Sperling, john w. Et al. ¿cement-within-cement technique in revision reverse shoulder arthroplasty". Reference journal article attached. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by eric r. Wagner, matthew t. Houdek, nicholas m. Hernandez, robert h. Cofield, joaquin sanchez-sotelo, and john w. Sperling. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that one (1) patient presented with an excess of heterotopic ossification requiring excision and neurolysis. No further information has been provided.